Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, raw rash under the back right therapy pad electrode. The patient used benadryl cream and gold bond powder which did not seem to work. The patient went to his doctor and began using cortisone cream. The patient's doctor advised the patient that if the irritation go worse to go to the ER to get something prescribed. The patient reported after using the cortisone cream, the irritation improved.